Event description:
A surgeon reports performing a lens exchange two weeks following initial implant surgery after the pt complained of seeing a half moon shaped object in their peripheral vision. This manifestation was most profound when in bright light and when looking to the right. Movement was noted in the affected area when reading. The pt experienced headaches and was not able to work. The symptoms resolved following the lens exchange.